Event description:
Related manufacturer reference number: 1627487-2019-07728. It was reported that the patient's stimulation decreases by itself. The patient controller displays "the generator could not deliver desired strength." This issue began for the patient after a surgical procedure. The patient reported that surgery mode was enabled. Lead is showing to have multiple contacts with high impedance. Surgical intervention may take place to address the issue. The patient will be explanted and reimplanted by another company. Abbott will not become aware of either.